Event description:
It was reported when the pt attempted to turn up the amplitude on the ipg the pt received a strong jolt. The pt tried again with the same results. Previous diagnostic readings did not show impedance issues. An x-ray was taken and shows that the lead has not migrated and no fractures can be seen. The pt's ipg was replaced on (B) (6) 2010. Interoperative testing of the lead was performed and was valid. Pt is receiving good stimulation with new ipg.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.